Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the atrial lead was found to have noise on recorded episodes. The noise was able to be reproduced during isometric testing. The lead remains in use and the patient will continue to be monitored. No patient complications have been reported as a result of this event.